Manufacturer narrative:
Company representative evaluated the unit and confirmed the reported problem. Dock was replaced.

Event description:
Customer reported a loss of power from the v series docking station which may have affected pt monitoring. No pt injury was reported.